Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. On follow-up, it was confirmed that there was no report of patient impact. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."

Event description:
Repair request initiated and escalated to complaint for the device with a report that the attachment foot was damaged by tool contact. No patient impact reported. On follow-up, it was noted that this was identified during a procedure and it was confirmed that there was no report of patient impact.